Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device was tossed out at end of case on accident.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wasn't getting gas at distal of end of hp2 harvesting device and was unable to maintain tunnel. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25144537, 25144718, and 25144899 which were the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wasn't getting gas at distal of end of hp2 harvesting device and was unable to maintain tunnel. A replacement device was used to complete the procedure. The hospital did not report any patient effects.